Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported noticing a leak in the tubing. The clinician clamped and stopped the infusion. There was no patient harm.

Manufacturer narrative:
Concomitant medical products: 50ml baxter bag lot w8d24c0 exp apr19, 5% dextrose injection. The customer¿s report that the tubing set leaked was confirmed and replicated. Visual inspection under magnification observed that the pvc tubing had a slice cut approximately ½ inch below the lower fitment. The slice cut measured 0.0610 inches long. Functional testing was performed; a leak was observed from the slice cut in the pvc tubing. The root cause of the leak was due to a slice cut on the tubing. The cause of the slice cut was not identified.

Event description:
The customer reported noticing a leak in the tubing. The clinician clamped and stopped the d5w 50ml infusion. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.